Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Problem of lead suture broke. Problem of carrier would not retract. Analysis of the returned device revealed that the suture on the blue dilator is detached and was not returned. A small frayed piece of suture is remaining and the dilator is torn on the distal end. The suture on the blue with white stripe dilator is cut, and the rest of the suture and dart were not returned. Analysis revealed no damage to the capio slim suture capturing device. Review and analysis of all available information indicated the most probable root cause for this event was operational context, since the complaint is associated with a product which met specifications but most likely encountered anatomical or procedural factors which limited its performance. A review of the device history record (DHR) indicated the device met all manufacturing specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during an anterior vaginal repair procedure on (B)(6) 2017. According to the complainant, during the procedure, after firing, the capio carrier was stuck in the ligament. They were able to manipulate it to remove, but this caused the lead suture to break resulting in detachment of the bullet outside the patient. The patient was completed with a second uphold (tm) lite w/ capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.